Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted within thirty days upon receipt.

Event description:
A report rec'd from the cordis clinical study in another country associated a cypher stent with restenosis six months after implantation. Patient was a male with a medical history of hyperlipidemia and cerebrovascular. Patient had cypher stents implanted. The first cypher was implanted in the first obtuse marginal of the circumflex at 16 atms to treat a 2.9mm x 8mm lesion, which was de novo, irregular and eccentric with 60% stenosis and a type b1 classification. Pre-dilatation was conducted with a 2.5mm x 20mm balloon at 16 atms. Post dilatation was not conducted. The second cypher stent was implanted in the left anterior descending coronary artery at 16 atms to treat a 2.9mm x 30mm lesion which was de novo, ostial and eccentric with 60% stenosis and a type c classification. Post dilatation was also conducted at with 2.5mm x 20mm balloon at 16 atms. Post dilatation was not conducted. Six months after the index procedure, the pt had a positive stress test and was clinically diagnosed with stable angina. Additionally, patient was diagnose with in-stent restenosis of the left anterior descending coronary artery which required revascularization.